Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. On unknown date, the patient presented limb occlusion and femoro-femoral bypass surgery was performed. Reportedly, the cause of limb occlusion was severe tortuosity of the patient blood vessel.